Event description:
Approximately, 2 hours after use of 3m espe relyx unicem 2 to cement a zirconia crown, the patient experienced full body hives. She was treated in an emergency room where she was given i.v. Diphenhydramine over a four hour period. The next day, the patient was free of symptoms. The relationship between the use of the cement and the reported reaction is not known.

Manufacturer narrative:
This product has been assessed for biocompatibility and has been found to be safe for its intended use. The actual device was not returned and no information about the lot number was given to us. The dentist does not know what caused the adverse event. It was not reported that allergy testing was performed. Because the product remains in the mouth of the patient without further complications casts doubt on whether the product caused the symptoms. However, because no more information is available and a hospitalization was required in consequence of the adverse event, the case was rated reportable.